Event description:
The customer reported to olympus that there was no image on the evis lucera elite bronchovideoscope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed and was likely due to damage on the charge-coupled device (ccd). In addition to what's reported in b5, the following nonreportable malfunction was identified: due to a pinhole on channel tube, water tightness is lost, scope connector and scope connector cover unit is sticky due to water leakage, due to wear of angle wire, the bending angle in the up direction does not meet specification, and dent in connecting tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The DHR confirmed the device was shipped in accordance with specifications. A definitive root cause for this issue was not established. However, it is probable that the defect of the image sensor unit, or the failure of the internal circuit board of video connector caused the event. Olympus will continue to monitor field performance for this device.